Event description:
It was reported that the asymptomatic patient presented via merlin.net device transmission with several stored non-sustained rv oversensing episodes. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made. No further issues have been reported and the patient tolerated the changes well.